Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) isolated helium leak to tubing to helium gauge, replaced helium tubing and he tank valve corrected helium leak. Leak tested and gross leak in 5 min was 15 psi, spec is <20 psi in 5 minutes. Unit passed all functional and safety tests per factory specifications, returned to customer. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No helium leak that exceeds factory specifications was found. Fault is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pm, the cardiosave intra-aortic balloon pump (iabp) had helium cart leak. There was no patient involved and no patient harm reported.